Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause was false empty detect at initial drain after I-drain alarm volume was met and false empty detect at previous therapy last drain after minimum drain volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 09:36:04. During night drain cycle one, the patient's ultrafiltration reading was 951ml, indicating the home patient drained 951ml more than their maximum programmed fill volume of 1200ml. No additional information is available.